Manufacturer narrative:
(B)(4). Date sent: 11/6/2025. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Additional information was requested, and the following was obtained: what was the exact date of implant? (B)(6) 2019. What symptoms lead to the discovery of the discontinuous device? When did they begin? Asymptomatic. Incidental finding on xr neck. What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: productcompliant1@its.jnj.com 7/22/2025. What is the device lot number? Was the device initially effective in controlling reflux? Yes were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? No did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? No what was anatomical position of the MRI? No did the patient have any other surgeries in the area? No did the patient receive any dilations while the linx was implanted? No was any additional imaging performed since device implant? No does the device appear to be in a continuous annular state in these images? No we are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? ____________________________________________________

Manufacturer narrative:
(B)(4). Date sent 10/1/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the exact date of implant? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: productcompliant1@its.jnj.com what is the device lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? What was anatomical position of the MRI? Did the patient have any other surgeries in the area? Did the patient receive any dilations while the linx was implanted? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the linx device was found to be broken within the patient. A break was found at the metal wire, and not at the clasp which was still secured. Per the surgeon, patient received linx implant over a year ago. The patient exhibited no signs or symptoms. The linx was discovered to be broken from an unrelated x-ray.

Manufacturer narrative:
(B)(4). Date sent: 11/12/2025. Additional information was requested, and the following was obtained: what was the exact date of implant? (B)(6) 2019. What symptoms lead to the discovery of the discontinuous device? When did they begin? Asymptomatic. Incidental finding on xr neck. What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: productcompliant1@its.jnj.com (B)(6) 2025. What is the device lot number? Was the device initially effective in controlling reflux? Yes. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? No. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? No. What was anatomical position of the MRI? No. Did the patient have any other surgeries in the area? No. Did the patient receive any dilations while the linx was implanted? No. Was any additional imaging performed since device implant? No. Does the device appear to be in a continuous annular state in these images? No. We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? Photo analysis: an x-ray image/x-ray images of the device in vivo was/were reviewed by a medical safety officer. As per medical safety officer: "discontinuous device." The mechanism/cause of failure is unknown as a hands-on analysis of the device is necessary to determine the cause of failure. No further investigation can be completed at this point.

Manufacturer narrative:
(B)(4). Date sent: 10/8/2025. Photo analysis: an x-ray image/x-ray images of the device in vivo was/were reviewed by a medical safety officer. As per medical safety officer: "since it was removed we must take the surgeon at his word that the device was discontinuous prior to removal. The clasp is intact though." The mechanism/cause of failure is unknown as a hands-on analysis of the device is necessary to determine the cause of failure. No further investigation can be completed at this point. The device lot number is unknown; therefore, the device history record could not be reviewed.